Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation has been sent to the complainant. Reported event was unable to be confirmed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d8, g3, g6, h2, h3, h4, h10 corrected: d4, lot#

Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number: 163662 lot number: 680190 brand name: 28 mm modular head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that during an initial hip arthroplasty , the liner would not assemble with the shell. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.